Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was not holding a charge and the pump unexpectedly reset. Blood glucose (bg) ranged from 282-500. The customer was to use insulin injections for insulin delivery.